Event description:
It was reported to philips stand was damaged. Unit was unstable on the stand. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported. The field service engineer (fse) confirmed and duplicated the issue. The fse replaced the old broken stand with a new stand which was ordered. The fse verified and unit was returned to service.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The device was not being set up for therapy. The issue with the stand was discovered during a scheduled preventive maintenance service.